Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 406 mg/dl. The customer stated that the insulin pump was not calibrating and sometimes they would get change sensor. Customer reported that they did not receive a sensor updating/sensor glucose not available alert. The customer stated that they used two sensors in a week. The customer stated that they used the other sensor for 3 days only and got the same issue. The insulin pump will be returned for analysis.